Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). One complaint was received during this report period. One was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which are associated with undesired damage or breakage of materials used in device construction. Patient information was not confirmed for the event.